Manufacturer narrative:
Date of event: estimated. The device not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review for this product was not performed since the lot number was not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Factors that may contribute to the difficulty to advance the guide wire may include, but not limited to, manufacturing, device placement technique, delivery catheter support, anatomical conditions/patient anatomical morphology, inner diameter of delivery devices, outer diameter of the guide wire, damage to the guide wire, damage to the delivery devices, coagulation of blood or procedural contaminates. The investigation was unable to determine a conclusive cause for the reported difficulty to advance, difficulty to remove and irregular texture. In this case, it is possible the guide wire encountered resistance with the anatomy causing the difficulty to advance and remove. The coils likely became damaged against resistance causing the irregular texture; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the left superficial femoral artery (sfa). The versacore guide wire was advanced via crossover procedure, right to left, using a 6french sheath. During advancement, some resistance was noted and the device felt "funny". As the device didn't feel right, the decision was made to remove it. Some resistance was noted during removal and the device was removed intact. Upon removal, it was noted that the distal tip did not feel smooth, at the weld point. There was no adverse patient effect and no clinically significant delay in procedure. No additional information was provided.